Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via a company representative that there was a poor communication screen on the patient programmer (pp). The hcp had difficulty connecting to implantable neurostimulator(ins) with antenna plugged in. It was indicated that some of the buttons seemed to be sticking. She was told by her hcp to request a new antenna cord for her programmer because it was not connecting all the time. An intermittent connection with antenna attached was noted. Patient also reported her programmer antenna was damaged. Additional information received from patient on june 15 2016 reported that she received the antenna replacement and she was still getting a poor communication screen. Patient stated the wire was not the problem, the patient programmer (pp) was still not connecting. It was indicated that she had trouble writing and could not read her own writing. It was before the implant and her writing was worse without the implant. She did not know when she first noticed pp was not connecting. Patient stated the therapy on/off button on pp went down but did not come back up. It got stuck in there. A couple days later, patient reported that the replacement pp and antenna were doing the same thing as before and she was getting poor communication. She was getting poor communication so she was unable to turn on the programmer. She stated that she didn't have trouble until her current battery was put in. She had trouble off and on and was still getting the same poor communication screen. It was reported that she was worried about her lead and battery at the spot where they connected because she kept getting poor communication. She had gone into the healthcare provider twice and they had checked her implant with their tool and the implant showed on. It was indicated that since the implantable neurostimulator (ins)was on, she was worries about wasting the ins battery because she was unable to turn the ins off due to patient programmer issues. On the day of this call, patient was instructed to place pp directly over ins, on skin and sync with ins but this did not resolve the issue. The indications for use for this patient were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.